Event description:
It was reported that dislodgement was observed. The lead was successfully repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.